Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed that the blue nylon insulation was shredded. A failure investigation was conducted for this issue, and it was found that repeated device activation and high duty cycle can lead to high temperatures that cause delamination of the nylon coating. The product instructions for use (IFU) warn against using the device as a bipolar scissor which can mimic the repeated activation/high duty cycle scenario. Reported injuries for these complaints have been minor in nature without serious effect to the pt. A new coating has been developed and has been released. The returned sample was made before the change to the new coating.

Event description:
The customer reported that the coating on the jaw became detached and fell into the pt's cavity. The piece of coating was retrieved and there was no pt injury.